Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three-piece lens but one haptic crimped as it was advancing through the injector. There was no pt contact or injury.